Event description:
A baclofen infusion pump was implanted for treatment of lower extremity spasticity due to multiple sclerosis. Pump was placed in late 2007. In early 2008, the pt had altered mental status and was brought to the hosp where a head CT showed "chronic bilateral subdural hematomas with superimposed acute hemorrhage." Surgical intervention was not indicated, and his condition deteriorated until his death on the following month.